Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter the device failed to hold fluid column (leak), and if were to recur in the anatomy, a leak has the potential to cause or contribute to air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the hemostatic valve was being tested and failed to hold a water column. The three-way stopcock was changed and the device was tested again but did not hold fluid column. The sgc was not used in the anatomy and there was no patient involvement. A new sgc was used in the intended procedure. There was no clinically significant delay to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.